Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a step during testing and a "service required" alarm was observed. The device's internal battery was replaced to address the issues.